Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -9.50/1.0/090 (sphere/cylinder/axis) was being implanted into the patients left eye (os) on (B)(6) 2022 when the lens was stuck in cartridge or injection system. The lens was implanted; removed and replaced intra-operatively on (B)(6) 2022 for a same model; size and power lens. The replacement lens resolved the problem. Vision is "good" gradually improving. Cause reported as user error. "Loading error".